Manufacturer narrative:
The customer did not return a sample for evaluation. No lot number was provided for the tip. Therefore, a lot history review could not be conducted. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 2, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. However, it was confirmed that the customer was reusing tips. Once replaced with new tips, no further aspiration issues were reported. Therefore, the root cause of the reported vacuum issues can be attributed to the reuse of tips. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low aspiration. In a follow up, it was discovered that the "tip" was occluded. The customer indicated the tip had been reused. The case was completed after exchanging the tip for another one. There was no patient harm. Additional information has been requested.